Manufacturer narrative:
(B)(4).

Event description:
It was reported post-sensed t-wave oversensing was observed. The cause of the oversensing was due to an atrial pace followed by an r-wave afterward causing most of the r-wave to be in the blanking period. No programming changes were recommended. There has not been any more instances of oversensing reported. No further information is available.